Manufacturer narrative:
(B)(4). Date of event not provided, used the aware date. If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the small brass color piece fitting became loose and hit the patient causing a class 3 burn. It is the small piece that screws around the connection to the suction at the top. The piece is about ¼ inches long and 1/16 inches wide. The j hook, electrode and cable are available in a biohazard bag. The customer was informed of the incident on (B)(6) 2018 and did not know the date of the incident but can obtain the date. When asked about the medical intervention details, the customer stated the patient was taken care of and the patient has a small scar. The patient's burn was 3 mm in size located on the abdomen, the device was replaced, the laparoscopic gall bladder appendectomy was completed as planned, he does not believe the facility reported the event to the FDA. Additional questions were asked but not answered including if there was any medical intervention provided.